Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed error code 10040. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. The reported event was found in device event log. 083> error detected 10040 13:03 10/08/18 functional testing included use testing. The pump was powered up and no error code was observed. The customer reported event could not be duplicated. Based on the evidence, the compliant was confirmed. The root cause could not be identified.